Manufacturer narrative:
The reported complaint that the drug library availability was working ¿sporadically¿ could not be confirmed nor replicated during the investigation. The software was found to be working as designed. Testing could not reveal any scenarios where the drug library was available when it should not be or any scenarios where the drug library was not available when it should be. The drug library option is available only during programming of an idle channel. Once the infusion is started, the drug library soft key is not available. This behavior is as designed. Channeling off the module would stop the infusion and set it back to idle restoring the drug library option. Devices were being used for treatment purposes a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu sporadically displaying the guardrails library soft key once the nurse reprograms the pump after hitting a soft limit. The customer confirmed that there was no patient harm. It was later reported that when the rn stated at 11am (B)(6) 2019 and multiple times on the unit with other pumps. The rn tested a device where there was no patient involvement the customer stated: ¿1.when programming insulin infusion 100 units/ml at level 4-10units/hr. I put in a rate of 5 units and hamp. 2. The next hour check, if I go below the soft limit with a dose at 2 units/hr then an alert will pop up.3. I press "no" to continuing.4. Then I try and reprogram by pressing set up and look for the drug library next to next. The drug library sometimes shows up and sometimes doesn't. I have also seen this on level 10-15 and 15-50 units as well but it is not predictable. 5. If the drug library is not present then I have to do a quick restart to reprogram¿.